Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It is also reported that the patient had coloplast - aris transobturator sling system implanted on (B)(6) 2009. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2009 along with the concurrent procedure anterior-posterior repair, laser anterior colporrhaphy and perineorrhaphy due to sui, vaginal relaxation syndrome, cystocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 due to extrusion and because of physician recommendation and also on (B)(6) 2009 due to erosion.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent excision of pelvic mass on (B)(6) 2011, due to pelvic pain and symptomatic uterine fibroids. No additional information was provided.